Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a coseal had white particulate matter on the joiner base. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: device evaluated by MFR?, evaluation codes. The actual device was not available; however, a retained sample was evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.